Manufacturer narrative:
Name and address: (B)(6). PMA/510k #: preamendment. Device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, after cutting the tether to attempt to load a filiform double pigtail ureteral stent, there was difficulty advancing and navigating the wire. When removed, damage was noted on the tethered end. Another manufacturer's device was used to complete the procedure. The device was returned for investigation on 08mar2022. The stent arrived broken into 2 pieces. The point of separation was approximately 2.5cm from the proximal end of the device. Additional patient and event information has been requested.

Manufacturer narrative:
Event summary as reported, after cutting the tether to attempt to load a filiform double pigtail ureteral stent, there was difficulty advancing and navigating the wire. When removed, damage was noted on the tethered end. Another manufacturer's device was used to complete the procedure. The device was returned for investigation on (B)(6) 2022. The stent arrived broken into 2 pieces. The point of separation was approximately 2.5cm from the proximal end of the device. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), interviews with personnel, and quality control data. A device failure analysis was conducted on the returned product. The device was returned in open packaging in two pieces. The point of separation was approximately 2.5cm from the proximal end of the device. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that a cause of the break in the stent could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.